Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results upon review of the event description and assigned malfunction codes: no malfunction based on complaint information, no malfunction based on complaint information. Lot number was provided. However, appendix 7.7 of work instruction (wi) [7.0] complaint handling identifies the assigned code as misuse, user-related issues, or no malfunction alleged. Therefore, the investigation does not require specific product or batch information reviews, product testing, or additional root-cause analysis. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint investigation - conclusion based on the event description and assigned malfunction code, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient was hospitalized due to hyperglycemia on (B)(6) 2026. The blood glucose level was 600 mg/dl and the patient was treated with insulin pens. Patient was feeling unwell at the time of hospitalization. The length of hospitalization is twenty-fours. No further information available.